Event description:
It was reported that "during xia3 surgery (fixed l4/l5/s1), when the surgeon was finally tightening the blocker the tip of the torque wrench broke. It happened on the 5th blocker at s1 left. The broken part was removed from the patient body."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the returned torque wrench was examined and the hex tip was observed to be broken off at the interface between the hex tip and the inner 8.5mm zone of the wrench. Machining lines are perfectly visible on the 8.5 mm diameter zone. Functional inspection: applicable. The device is no longer functional in the returned condition. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the returned sample was visually examined and breakage of the hex tip was confirmed. A previous investigation was performed for a similar complaint in which the sample was sent for external testing. This testing concluded that the breakage was due to semi-fragile sudden rupture process initiated by an important notch effect. The breakage was initiated precisely at the filet zone of the shoulder between the hexagonal extremity and the 8.5mm diameter zone. Also, the radius of the filet was very low, but still within the specification of the drawing. The cause of this type of breakage is currently being investigated in a nonconformance/CAPA project.